Manufacturer narrative:
The device was discarded, however a sister sample is available for evaluation. It is yet to be received.

Event description:
The event involved a leak of unspecified chemotherapy around the filter component of a primary plum set 30 minutes into the infusion using a plum 360 pump. The device was replaced with no further problems encountered. There was patient involvement and a report of unprotected chemo exposure; however, no adverse event nor adverse operator consequences.

Manufacturer narrative:
One (1) new list # 140099238, plum 2 clvs 0.2mcg fltr pe orange ndehp was received on july 8, 2019 for evaluation. The complaint of leakage of the primary plum set could not be confirmed with the new sister samples provided. The used sample was not returned and could not be evaluated. The new primary plum set met product specification and passed all tests with no leaks observed. A batch record review was performed to lot# 896175h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found. Date returned to MFR july 8, 2019.

Manufacturer narrative:
One (1) used list # 140099238, plum 2 clvs 0.2mcg fltr pe orange ndehp; lot # 896175h was received on july 23, 2019 for evaluation. The complaint of leakage on the filter of the primary plum set was confirmed. The primary plum set sample was tested per product specification. There was a leak observed in the outlet filter at 12 psig. The cause of the observed leak was a pinhole in the filter vent material. Subsequent testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is unknown. The inlet filter and the vent plug juncture on the drip chamber of the returned sample met product specifications. Date returned to manufacturer: july 23, 2019.